Manufacturer narrative:
Reports indicate the end-user sustained tears to the skin on their forearm, but injuries were addressed at home by the end-users wife who is an rn. Dealer reports having inspected the device and was unable to replicate any issue of the device driving erratic as reported, finding the device to remain fully operational with no signs of malfunction having occurred. It remains unclear as to possible cause for the reported event leaving permobil unable to reach a determination as to root cause without speculation. The DHR was reviewed, and device was found to have met specification prior to distribution.

Event description:
Reports while exiting transport vehicle via incorporated ramp, when transitioning from vehicle to ramp, the device reportedly spun to the left very quickly which forced the end-users arm against the vehicle door frame, resulting in lacerations to their forearm.